Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got out of intensive care unit due to diabetic ketoacidosis on unknown date. Customer¿s had high blood glucose level was 600 mg/dl. Customer¿s current blood glucose level was 305 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had abdominal pain and vomiting symptoms. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.